Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p312 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p312 shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm #7: blood leak? (Cent chamber) alarm. No trends were detected for these complaint categories. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4) n.s. 05-mar-2026

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) occurred and the blood leak/break was observed after 1500ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit and photographs for evaluation.